Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and unable to download, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Pump also received with cracked battery tube threads and cracked case behind the pump near the battery compartment.

Event description:
The customer reported via phone call that insulin pump had cosmetic damage and cracked while tightening the battery cap. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.